Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn0203 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redn0203) have been reported from the same facility in (B)(6).

Event description:
It was reported that a patient has had 2 PICC lines ruptured at the same point of the catheter, below the white securement wings. Both the same lot number. As per patient, PICC was working well for over 1 week, the dressing was intact and changed and the nurse went to flush and it ruptured. PICC was in for just over 1 week, ruptured on 21st sept and replaced with 2nd PICC same day. 2nd PICC ruptured on 28th sept and replaced again. This report addresses the second PICC placed that ruptured on sept. 28th.